Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #: mc1avr1-delsys / expiration date: 14 dec 2021 / serial#:(B)(6), UDI #:(B)(4), d9: yes, return date: 01 dec 2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 26 aug 2020 h5: yes h6: FDA ime codes: e2403 h6: device code(s): a1410 h6: FDA method code(s): b01 h6: FDA results code(s): c0703 h6: FDA imf code(s): f26 h6: FDA conclusion code(s): d02 product event summary: the delivery system was returned with the device intact in the device cup. Analysis indicated fluid pathway leak was observed on the delivery system. The delivery system articulation wire was kinked/bent. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. The articulation pull wire of the delivery system was kinked. Blood was observed on the device cup of the delivery system. The analyst noted the inner shaft is kinked inside the handle at 10.5cm from the proximal end of the delivery system. The water leaks was observed in tether insert housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) high impedance was observed and no capture. The ipg was removed and a blood clot was observed on the tip. It was also reported that the delivery system became blocked and could not be flushed with saline. The procedure was completed with a conventional transvenous pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.